Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was allege over delivery. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital. The insulin pump was not exposed to strong magnetic field. Customer was treated with food. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was allege over delivery. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was in use. Customer was neither in emergency room, nor admitted into hospital. Customer treated with food. The sensor will be returned for analysis.